Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI). Upon interrogation post MRI, it was found that the implantable cardioverter defibrillator (ICD) went into backup operation and high voltage therapy was not active due to improper setting prior to MRI. The ICD device was restored via programming change. Patient condition was stable.

Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI). Upon interrogation post MRI, it was found that the implantable cardioverter defibrillator (ICD) went into backup operation and high voltage therapy was not active. The ICD device was restored via programming change. Patient condition was stable.